Event description:
It was reported by the patient's spouse that the patient had passed away. An obituary search was performed; however, an obituary could not be identified on the internet for the patient to date. Multiple attempts were made to the patient's physician for additional information; however, no further relevant information has been received to date.